Event description:
It was reported that during removal of the epidural catheter, a piece of the outer coating separated and remained in the patient. There were no patient complications and there are no plans to remove the small piece of catheter.